Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 358 mg/dl. Troubleshooting was performed and the bolus history, daily totals and basal rates were all incorrect for the day of the hospitalization. The daughter did not know if the customer had possibly put the insulin pump in suspend mode, which would have stopped all insulin delivery. The customer was not coherent during the phone call and had a blood glucose reading of 389 mg/dl, which was treated. Nothing further was reported.